Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles, and a non-penetrating nick. A microscopic analysis was performed which identified a sharp edge and with non-penetrating nicks assessed as a surgical impact opening. A dimension measurement in the shell was performed which identified that the thickness was within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks due to surgical impact. The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture, "swelling and pain". The device has been explanted.